Event description:
It was reported that during a routine follow-up, it was noted that the atrial lead exhibited high capture thresholds and a decrease in sensing. The physician elected not to take any action at this time. The patients condition was good before and post event.

Manufacturer narrative:
(B)(4).